Manufacturer narrative:
Multiple attempts were made on 11mar2026, 26mar2026, and 14apr2026 to obtain additional information and follow-up details regarding the reported issue; however, no further response was received from the customer. As a result, no additional troubleshooting, repair confirmation, or product evaluation could be completed. The investigation concluded that no further action could be taken at this time. Should additional information become available, the complaint file may be reopened for further evaluation.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a dim display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has purchased a 2nd generation (gen) liquid crystal display (lcd) and wants to know how to install it into a 1st gen. The rse discussed options of upgrading to the 2nd gen lcd/user interface (ui) assembly. The rse provided the customer with the parts ID for the v60 ui assembly, without nav-ring. This investigation is ongoing.